Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 2 previously reported events are included in this follow-up record.   Product return status: 1 device was received for evaluation. 1 device was not available to stryker for evaluation.   Evaluation status: 1 reported event was confirmed during testing; however, the cause was not established. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes 6 malfunction events in which the device was reportedly leaking. 5 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Six events were reported for this quarter. Two devices were available for evaluation but have not yet been received. Four devices were received for evaluation. Two events were duplicated during testing; however, no component malfunctions were found. Two events were not confirmed during testing; the devices were found to be within specifications. Four devices were repaired and returned to the account. There were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device was reportedly leaking. Five events had no patient involvement; no patient impact. One event had patient involvement; no patient impact.